Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: a case of repeated rate-dependent pacing threshold elevation after leadless pacemaker implantation. Pacing and clinical electrophysiology. 2024; 47:1391¿1393. Doi: 10.1111/pace.14999. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding repeated pacing rate-dependent pacing threshold elevation after leadless implantable pulse generator (ipg) implantation. The authors described a patient who underwent a leadless ipg implant, and the device was deployed at four different sites due to a high threshold. The fourth deployment showed a high threshold, but it was variable, so this was the final implantation site. The thresholds improved the day after surgery. On the sixth postoperative day, the patient complaint of chest pain and a coronary angiogram (cag) was performed. After cag, loss of capture was observed, and threshold showed a re-elevation. It was noted that the patient had taken oral steroids the day before both at the time of implantation and during the cag, which may have had some influence on the threshold elevation. The device was reprogrammed; however, loss of capture was still observed the next day. The pacing failure occurred for a very short period and the patient was asymptomatic and discharged two days later. When the patient was seen one month postoperatively, the threshold was improved, and the device was again reprogrammed. Four months postoperatively the threshold remained stable. The device remains in use. No additional adverse patient effects or product performance issues were reported.